Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. The curves appeared irregular, and samples were repeated. There was no report of patient impact.

Manufacturer narrative:
Investigation summary the complaint investigation for false positive result when using the bd max sars-cov-2 reagents (ref# 445003) lot 0120606 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the qc results were compliant. The customer complained of a high rate of positive results presenting low levels of fluorescence and high CT values, for the n2 target. One run file (run 3408) was received for the investigation, and was analyzed. It was found that sample in position a1 obtained a n1 negative /n2 positive result. The CT. Score value for the n2 target for this sample is late and the amplification curve did not present a high fluorescence endpoint. As for the rnase p control, it is comparable to the other samples in the run, strongly suggesting no sample-related inhibition. Moreover, the amplification curve in the cy5 channel (n2 target) seems like true amplification. Performance of the bd sars-cov-2 reagents is not suspected, since a positive sample also tested in this run gave expected n1/n2 amplification curves. The reagents are not suspected to be the cause of the customer issue. There is no complaint trend for false positive results for the bd max sars-cov-2 reagents lot 0120606. The root cause for the false positive result was not identified. Bd cannot confirm the complaint based on the investigation that was performed. There is no element indicating a product issue. No corrective and preventive action (CAPA) was initiated at this time.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. The curves appeared irregular, and samples were repeated. There was no report of patient impact.